Event description:
It was reported that after undergoing an MRI, magnetic resonance imaging, the patient experienced a rash which was identified as shingles over the ipg, implantable pulse generator, site. The patient was prescribed medication and is undergoing treatment for shingles.